Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error/critical error found) alarm. It was not reported if the patient was connected to the device at the time of the alarm. This occurred during an unspecified phase of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device evaluation could not be performed. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.